Event description:
Reportedly, during use of the versacore guide wire with a loc guide wire extension in the patient anatomy, the guide wire did not function properly and upon withdrawal of the guide wire, the guide wire and extension appeared damaged where the loc guide wire extension connects to the guide wire. No adverse patient effects occurred. A clinically significant delay in procedure was not reported. No additional information was provided. Analysis of the returned guide wire extension determined that part of the separated versacore guide wire was returned inside the guide wire extension.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of the event. Estimated therapy date. The versacore guide wire referenced is being filed under a separate medwatch report. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported guide wire extension damage (separated core) was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.